Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose was 95 mg/dl. The customer was advised to disconnect from the insulin pump. The troubleshooting was performed. The customer was advised to put new aaa alkaline battery and the display returned. The customer was advised to monitor the insulin pump. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The customer was able to resolved the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.